Event description:
It was reported by the customer that she had been hospitalized for high blood glucose levels. Customer was released that night and again had high blood glucose levels the following day. Customer did not provide blood glucose level at time of reporting. She believes she received a bad insulin set and declined troubleshooting. Customer also state she's only wearing her sensors a few times per month because they're expensive and has been having calibration issues with them. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.